Manufacturer narrative:
Additional information provided in d.10., g.1., g.2.,h.3., h.6., and h.10. Two opened trocar handle/blade assemblies and 2 cannulas and 2 hubs were received in a bag for the reported issue of the trocar shaft and hub part detached. The returned samples were visually inspected and were found to be nonconforming. Both samples had the cannula and hub separated and there was presence of adhesive inside of the hub and on the cannula. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. During assembly of the trocar product adhesive is dispensed at the cannula hub interface. The evaluation of the returned samples identified adhesive inside of the hub and on the outer diameter (od) of the cannula, therefore, how and when the trocar cannula and hub became separated cannot be determined from this evaluation and the root cause for this complaint is unknown. A potential contributing factor of the separation is manipulation during surgery. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. Assemblies are 100% inspected for adhesive application during assembly. If adhesive application is incorrect the assembly is scrapped. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the shaft part and hub part of the trocar came apart during procedure. This issue occurred with two trocars in the same procedure. The procedure was completed without any problem after replacing the product with the third one. There was no harm to the patient.